Manufacturer narrative:
Product was returned for evaluation. Returned product exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before a previous design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a tibial articular surface provisional was returned to zimmer biomet fractured. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.